Event description:
The customer reported that during a hysterectomy, the device jaws would not longer open. Tissue around the jaws was resected to remove the device. When the device was cleaned, the jaws opened again. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.